Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported issue. A review of the event history log identified the presence of multiple upstream occlusion messages. The reported condition was verified. The cause was determined to be an out of calibrated specification upstream sensor reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm in a confirmed covid room. This happened four times in 30 minutes. It was stated that the tubing used for all medications is solution set, male luer lock adapter. The medications most often affected are: (1) norepinephrine 16 mg/250ml ns, (2) hydromorphone .4mg/ml 100ml ns, and (3) morphine 2mg/ml in 100 ml ns. The problem happened during delivery at the intensive care unit (ICU). There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.